Manufacturer narrative:
Corrected b5: the device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the detachment could not be determined but appears to be linked to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Follow up information received from the customer clarified that there was no contamination of the device. It was observed that during the device evaluation, the bronchofibervideoscope distal end was detached. There was no patient involvement.

Event description:
It was reported that the bronchofibervideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.